Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer gave anecdotal reports of unregulated flow events which had occurred in two patient care areas during infusions. No specific event details were provided by the users for any event and devices were not sequestered. No patient harm was reported.